Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain was placed (B)(6) and removed (B)(6) because a nurse reported to the physician that the patient continuously draining stool around the rectal tube. The physician told nurse to instill 10cc into the balloon to create a seal. Before the nurse instill, she aspirates to verify the amount. The nurse aspirated 210 ml of water from the balloon which 45ml is the limit. Upon inquiry, the nurse confirmed that she had not added any additional water prior to calling the anm.

Event description:
It was reported that the drain was placed (B)(6) and removed (B)(6) because a nurse reported to the physician that the patient continuously draining stool around the rectal tube. The physician told nurse to instill 10cc into the balloon to create a seal. Draining stool around the rectal tube. The physician told nurse to instill 10cc into the balloon to create a seal. Before the nurse instill, she aspirates to verify the amount. The nurse aspirated 210 ml of water from the balloon which 45ml is the limit. Upon inquiry, the nurse confirmed that she had not added any additional water prior to calling the anm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.